Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Attempted to scan the sensor with evm (evaluation module) but sensor did not scan. Reset the evm and scanned the sensor again but sensor did not scan. Extended investigation has been performed. The sensor has been reprogrammed and activated using the evm. The sensor was found to be in sensor state 6 (indicating early termination). De-cased the sensor and performed a visual inspection on the pcba. Extensive corrosion was observed across the pcba. Removed as much of the corrosion as possible and replaced the battery with known good. The sensor was reprogrammed and activated. The sensor was found to be in sensor state 6 (indicating early termination). Issue is unable to be tested due to the extensive corrosion on the pcba. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.